Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection and evaluation confirmed the reported problem. The cause was determined to be related to the manufacturing process of the internal supplier. In order to address this condition; the internal supplier was notified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that particulate matter was observed inside an intravia 150 ml container containing deferoxamine. This issue was discovered before use, therefore there was no patient involvement. Additional information was requested and is not available.